Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("several physical complaints"), loss of personal independence in daily activities ("impeded in her normal daily functioning") and injury ("suffering from injury"). Essure was removed. At the time of the report, the medical device removal, adverse event, loss of personal independence in daily activities and injury outcome was unknown. The reporter considered adverse event, injury, loss of personal independence in daily activities and medical device removal to be related to essure. The reporter commented: she holds the company liable for the damage caused. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 4-nov-2020: new informations were provided: medical device removal, patient initials and address. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("several physical complaints"), loss of personal independence in daily activities ("impeded in her normal daily functioning") and injury ("suffering from injury"). Essure was removed. At the time of the report, the medical device removal, adverse event, loss of personal independence in daily activities and injury outcome was unknown. The reporter considered adverse event, injury, loss of personal independence in daily activities and medical device removal to be related to essure. The reporter commented: she holds the company liable for the damage caused. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 26-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.